Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating the device was explanted due to routine device change out. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. The following reading was in the 110 ohm range which was consistent with the shock impedance trends for this patient. At this time, no changes to the system are planned and the patient will continue to be monitored via remote monitoring. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range shock impedance measurements were later observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed an increase in shock impedance measurements to approximately 114 ohms. Of note, the patient has recently underwent radiation therapy. Technical services potential trouble-shooting measures. Requests for additional information were made but unsuccessful. The system remains in service. No adverse patient effects were reported.